Manufacturer narrative:
Review of the device history records indicate that 6 devices were manufactured and accepted on 5-may-2007 into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Total hip revision performed due to femoral head/stem dissociation. 40 mm plus 4 v40 head removed as well as #2 accolade stem and 40 mm f x3 liner. Liner replaced and rest mod cone body and plasma stem implanted along with 40 mm universal biolox head and v40 adapter sleeve. Update 12-20-2017: rep reported intra-operative finding of trunnion wear and black material in soft tissues of the patient.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade tmzf stem was reported. The event was confirmed. Method & results: product evaluation and results: a material analysis has been performed. The report concluded: ¿the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion. Scratching, burnishing, embedded debris, third-body indentations, material loss, and explantation damage were observed on the insert. Eds showed that the hip stem was consistent with astm f1813 and the femoral head was consistent with astm f1537. Eds also showed the adhered debris on the hip stem and femoral head was consistent with a corrosion product, and the adhered debris on the acetabular insert was consistent with material transfer.¿ ¿based on the given information, no identifiable material discrepancies were observed on the surfaces examined.¿ medical records received and evaluation: not performed as no medical records were returned for clinician review. Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of the femoral head and stem disassociation was confirmed. The results of a material analysis report stated, ¿the wear observed on the hip stem trunnion, femoral head and acetabular insert was consistent with a loss of taper lock between the femoral head and the hip stem trunnion.¿ the report also stated, ¿eds also showed the adhered debris on the hip stem and femoral head was consistent with a corrosion product, and the adhered debris on the acetabular insert was consistent with material transfer.¿ the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of an nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Total hip revision performed due to femoral head/stem dissociation. 40mm plus 4 v40 head removed as well as #2 accolade stem and 40mm f x3 liner. Liner replaced and rest mod cone body and plasma stem implanted along with 40mm universal biolox head and v40 adapter sleeve. Update (B)(6) 2017: rep reported intra-operative finding of trunnion wear and black material in soft tissues of the patient.